Event description:
This report pertains to one of three devices. Associated manufacturer report # 3005099803-2013-05385 and associated manufacturer report # 3005099803-2013-04874 pertain to the other devices. It was reported to boston scientific corporation that an uphold vaginal support system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A second possible implant date of (B)(6) 2011 was reported.

Event description:
This report pertains to one of three devices. Associated manufacturer report # 3005099803-2013-05385 and associated manufacturer report # 3005099803-2013-04874 pertain to the other devices. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.